Event description:
It was reported that the patient presented reporting audible low flow alarm early morning on (B)(6) 2025. Device interrogation showed low flow alarm, low speed advisory, and pump off alarms at 0057. The patient was asymptomatic and sleeping at the time of the alarm. There was significant damage to their driveline with multiple areas of rescue tape. Log file review was requested and captured a lone low speed, pump off event on 04nov2025 at 0057 while using the power module. Technical services stated that this appeared to be due to a short to shield although this was just a one-time event with no further pump stops noted. X-ray images were taken and an area right at the exit site looked suspicious. The rest of the driveline looks ok from a shield standpoint but there was extensive tape on the driveline. It was stated that if the damage was truly right at the exit site, they might not be able to get close enough to replace that portion of driveline. It was stated that there was no obvious external damage at the exit site. The area in question looked pinched on x ray and could potentially be internal. On (B)(6) 2025, the driveline repair was performed. There were no unusual events recorded in the log file event history following the external percutaneous lead repair. The replacement was performed approximately 3 inches from exit site. As of the time of the repair, no issues were noted after the patient was back on the grounded patient cable. Additional log files were submitted on 12nov2025, and there were no further pump stop events recorded since the repair was completed on 11nov2025. The log file captured a few low flow alarm events on 11nov2025. There does not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. It was noted that while leaning forward on (B)(6) 2025, the patient's pump stopped. The log files confirmed the reported pump stop event on 13nov2025 while the patient was utilizing a patient cable. Technical services stated that this data indicated the external drive-line repair was unsuccessful. The patient would need to utilize an ungrounded cable going forward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of the driveline confirmed wire damage which could have contributed to the pump stop and low speed events on (B)(6) 2025 observed in the submitted log file. However, the low-speed events and pump stop captured on (B)(6) 2025 in the additional submitted log file are indicative of an issue with the internal portion of the driveline which was unable to be confirmed through this evaluation. A specific cause for these events could not be conclusively determined. Review of the submitted log file confirmed low speed and pump stop events on (B)(6) 2025 while the patient was connected to the power module. Based on previous complaint experience, these events appear indicative of a potential issue with the driveline resulting from conductor breakdown and a short to shield. A distal end driveline repair was performed by an abbott technical services representative on 11nov2025. Approximately 20.0¿ of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape, tears in the outer jacket were observed from approximately 14.0" ¿ 15.0", and the jacket material appeared to be missing from approximately 2.5" ¿ 3.5" and 15.0" ¿ 20.0" from the controller connector. The underlying bionate layer was missing from approximately 16.0" ¿ 20.0" from the controller connector but was otherwise intact. The remaining outer layers were removed, and the underlying wires were visually inspected under the microscope. A breach in the green wire insulation was observed approximately 17.0¿ from the controller connector. High-potential testing was performed, confirming the exposed conductor of the green wire. No other areas of damage to the underlying wire insulations were identified. An additional log file was submitted following the external driveline repair, capturing additional low speed events and a pump stop on (B)(6) 2025 while the patient was operating on the power module. The driveline repair appeared to have been unsuccessful in resolving the short to shield issue. No other notable events or alarms were captured. Although the exposed conductor of the green wire on the external portion of the driveline could have resulted in a short to shield if it came in contact with the metal braided shield while operating on a grounded power source, the events captured in the log file on (B)(6) 2025 are indicative of an issue with the internal portion of the driveline resulting from conductor breakdown and a short to shield. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii lvas patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.